Manufacturer narrative:
This event is currently under investigation. A final report will be generated upon the completion of the investigation.

Event description:
During a stone extraction procedure utilizing a holmium laser in conjunction with a ncircle tipless stone extractor. Three ncircle tipless stone extractors were used during the procedure and all three devices broke while attempting to pull the stone out. All three of the devices used broke in the same place; where the wire basket retracts. The patient did not experience any adverse events as a result of this event. No fragments of the device remained in the patient.

Manufacturer narrative:
A review of the following: functional test, review of complaint history, review of device history record, review of qc, review of trends, visual inspection. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Three devices were returned for investigation. A visual examination noted that each of the returned devices has a wires pulled out of the cannula on the basket formations. The remaining wires are secure. A functional test was performed and it was noted the unidex handle (udh) actuated all the basket formations to the open and closed positions. A review of the non-conformance data revealed 3 non-conformances related to work order 7433977. The identified non-conformances were for damaged wire or cannula and does not function. These non-conformances may be related to the complaint condition. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints.